Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Postal code: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a surgical clipping for aneurysm performed on (B)(6) 2023. During insertion of the screws, the screw heads broke. The surgeon assumes that the screw heads broke because the patient¿s bone quality was very hard/good. There was no surgical delay. The procedure was successfully completed. The patient was a 53-year-old male. Patient status/ outcome: stable. No further information is available. This report is for one (1) matneu scr ø1.5 self-drill l4 tan 1u I/c this is report 2 of 2 for complaint (B)(4).